Manufacturer narrative:
Retainer ring = clear unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to download history files using thus software due to blank display. However, unit tested with reference test electronics pcba1 and pcba2, was able to boot up properly with no unexpected blank display anomaly noted. Unit received with broken battery tube threads, fading serial number label, broken belt clip rails and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump stopped working. Insulin pump was exposed to moisture. Customer stated fluid in battery compartment and was cracked. Battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.